Event description:
It was reported that the right atrial (ra) lead exhibited a history of high thresholds soon after implant. The atrial lead also had no capture at maximum outputs and no sensing. The lead appeared dislodged by fluoroscopy. The lead was capped and replaced. No patient complications have been reported as a result of this event.